Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent cgm signal loss to the ilet while the dexcom g7 readings continued to appear in the dexcom app, and the connection to the ilet resumed without intervention shortly thereafter. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included a review of the complaint history and user-reported troubleshooting, including restart and re-pair attempts. Investigation of this case revealed a transient communication disruption between the cgm and the ilet that self-resolved, consistent with temporary wireless connectivity interference without device damage or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was environmental or pairing-related communication interruption that resolved spontaneously.